Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no functional tests were performed. However, based on the pictures received, the failure mode ¿particulate matter internal to device¿ was confirmed. The reported. The root cause could not be determined.

Event description:
It was reported that upon filling the cassette, it was noticed by the operator on 2 separate occasions that there were particles in the cassette before any solution has been added. The event occurred during the filling of the cassette, prior to patient use.